Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that c drive full.a field service engineer replaced drive, configured, installed eset and synced.the system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system had error message.the customer reported that there was a delay in dispensing the medication for the patient.there were no adverse events or injuries reported based on this incident.